Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned for investigation. Upon visual inspection, a large purge gap was noted with biomaterial within the purge gap. No data logs were returned for evaluation. The root cause of the pump stop is due to bearing wear beyond indicated design life of 8 days per design. B5, d6a, d6b.

Event description:
There is not enough information to exclude outcome from use of device.

Event description:
The complainant reported that during impella cp support for 37-year-old male patient, the automated impella controller (aic) displayed "motor current high" and "controller failure". The aic was switched to the backup. However, the same issue and messages "pump stop" and "motor current high" were displayed. The second aic was shut down. The pump was noted to have been running for 15 days. The patient's ptt at the time of the pump failures was 49. There was no reported patient harm and is on ECMO support.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿